Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with case top cracked on front corners, cracked battery door and both plunger cases. According to the investigation, no alarms in event history log relating to the reported problem. Visual inspection and occlusion test were performed. The customer's reported problem was confirmed. Investigation found motor rate error during occlusion test. According to the investigation the reported problem was caused by normal wear of the motor assembly, parts which were found old, dirty and worn out. Service's replaced the stepper motor, old motor mount, worm coupling, worm gear, and installed delrin washer. Performed pm and all functional tests which passed. The problem source of the reported problem is normal wear (pump is over 9 years old).

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited motor rate error. No reported adverse effects.